Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 103 mg/dl. The customer stated that the pump was buzzing and saying that it was out of insulin. She cannot clear the alarm because the buttons were not working. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The customer called back and stated that the pump was working again after removing the battery for 20-30 minutes. The insulin pump was not returned for analysis.